Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. The stent was successfully deployed; however, the distal shaft and the balloon were trapped in the lesion as the whole system was stuck. Balloon trapping technique was used to retrieve the device. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.